Event description:
The account alleged the bed exit will set but will alarm immediately. No patient impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.